Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: united kingdom. It was reported that the caimen read "too much tissue in the jaws." The jaws were cleaned but the device still read the same thing. There was a delay in surgery, the staff is not sure how long of a delay, there was no harm to the patient reported.

Manufacturer narrative:
Investigation: no product available. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: because there is no product at hand for investigation, a root cause determination is not possible. We assume a short circuit, created by charring in the jaw. Corrective action: according to (B)(4) there is no CAPA necessary.